Event description:
It was reported the pt experienced numbness of the lower extremities. He has been falling for "no reason". Following one fall, the ambulance was called as the pt stopped breathing. The pt previously had an MRI to rule out an inflammatory mass. No pt outcome was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.